Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, a review of the alarm logs indicated 'inspiration stopped' and 'no o2 pressure'. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone, (B)(6) 2015 phone, and (B)(6) 2015 phone. During (B)(6) 2015 call, customer stated patient information is not available.

Event description:
The hospital reported the unit would not mechanically ventilate. The patient was manually ventilated until the unit was replaced. No report of patient injury.